Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-16167. It was reported that the patient was hospitalized for an unrelated condition. A device interrogation was performed. It was noted that both the right atrial and ventricular leads exhibited high pacing impedance and loss of capture that likely resulted from a polarity switch that occurred in march 2019. The patient was scheduled for lead revision on (B)(6) 2019. The physician successfully repositioned the leads to obtain satisfactory measurements. The patient was stable.